Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads exhibited high pacing thresholds. The leads remain in use. No patient complications have been reported as a result of this event.